Manufacturer narrative:
Updated analysis summary by (B)(6) 2022. Product no longer available. Unable to download pump history files and traces using thus. Unable to download carelink files. Unable to fully test pump. Retainer ring=missing. On (B)(6) 2021 the pump was returned due to customer allegation to pump over delivering and was hospitalized due to low blood glucoses. In addition, customer alleges insulin pump has cosmetic damage at the reservoir lip ring(cracked). Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, displacement accuracy test, occlusion test, and p-cap / reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay, detached retainer, missing o-ring, pillowing keypad overlay, and minor scratches on case. In summary, customer allegation for pump over delivering unable to be confirmed due to missing retainer. Unable to verify customer alleged for low blood glucoses. Cosmetic damage was confirmed where detached retainer was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer went to the emergency room. Customer was unsure of the event date of february 26, 2021. Per customer, auto mode was used. So, per customer, sensor was used. Customer reported the retainer ring was broken (plastic tabs are broken) and it kept pushing the insulin out. Reservoir was unable to lock in place when inserted into pump. Customer said it delivered 8 units instead of the programmed delivery.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was broken. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was not able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.